Manufacturer narrative:
Additional information received:it was confirmed the device was not able to be even partially deployed. Product analysis device returned with the front grip and external slider removed from the handle. The graft had been deployed. There was no difficultly noted advancing and retracting the graft cover using the t-bar. No resistance noted moving the inner slider along the screw gear threads. There was no deformation visible to the screw gear threads. The spiral tubing was kinked with slight deformation at the distal end of the stent stop. Slight kinks and bowing were observed along the graft cover. The reported deployment/expansion difficulties' could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of a 51.3mm aaa during the procedure, it was reported the enlw1620c95ee covered stent was introduced after the conventional catheter guide wire was inserted, and it was found that the stent could not be deployed normally. After removing it, the stent could not be deployed normally after trying the troubleshooting options. A replacement stent was then implanted to complete the procedure. Per the physician, the cause of the event cannot be determined no additional clinical sequalae were reported and the patient is fine